Event description:
It was reported to boston scientific corporation in 2009, that a radial jaw 3 large capacity single-use biopsy forceps was used during a procedure performed in 2009. According to the complainant, the device was placed through the scope into the desired location, the descending colon, and a biopsy was taken. The forceps was removed with the sample and emptied into specimen jar. Ti was, however, noted that there was no biopsy present in the "teeth/cup" of the biopsy forceps. The device was re-inserted into the scope, to the desired location and a second biopsy attempt was made. Upon removal of device, it was noted that the sample had again been lost during device withdrawal. Inspection of the biopsy forceps cut, found the teeth did not close completely and correctly and the tissue sample was lost with each withdrawal of the device from the scope. The procedure was completed with another radial jaw 3 large capacity single-use biopsy forceps. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
The complainant was able to provide the suspect device lot number; however, the lot expiration and device manufacturer dates are unk. The device has been received for analysis. Upon completion of the complaint device failure analysis, if from that review further relevant information is identified, a supplemental medwatch will be filed.